Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposition unknown.

Event description:
The customer reported that during case the lip on the end of the t2 short self holding screwdriver which holds the screw in, broke off. It is unknown on intake whether any unintended metal fell into the patient. Both screw drivers got damaged at the same case. 20th feb. Was the op date. There were no damaged items in the patient according to him. There were no delays to the operation as there are spare standard screws drivers in the set which can also be used instead of the self-holding screw drivers.